Manufacturer narrative:
This report is submitted on november 21, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced pain and a dislodged magnet following an MRI (tesla unknown); surgery to reposition the magnet was completed on (B)(6) 2016.